Manufacturer narrative:
H3: analysis of the lead (lot#: 60694174) revealed that the distal end of the lead was bent. Continuation of d10: product ID 309201, lot# 60694174, product type screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 306001 lot# unknown: product type screening device product ID 309201 lot# unknown: product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: 309201, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens) for fecal incontinence. Their trial started on (B)(6) 2026. It was reported that the lead stylet appeared to be damaged when physician pulled the lead out of the protective cover and attempted to insert into the patient. The lead stylet was slightly pulled out from the lead and was noticed that it was bent at the distal part of the stylet. Therefore, the lead could not be used and an extra lead had to be unpacked. Another thing to notice was that it was unclear which lead was damaged- unsure if it was the lead that is included in the 309201 kit with lot #60694174 or the stand alone lead with lot #60676799 as they were already placed down in the surgical field during the procedure. The cause of the issue was unknown. It was unknown whether the issue was resolved.